Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the device failed an air leak test, the probe unit was damaged, the channel mount and mouthpiece of the control unit were damaged, and the pipe of the insertion section was stretched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination and the distal sheath was perforated. The issues were found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided third-party culture results where: sampling date: sep 5, 2023. Sampling point: all channels. Cfu: 1 cfu. Bacterial identification: staphylococcus coagulase negative. Sampling point: distal end. Cfu: >1 cfu. Bacterial identification: no detection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. As a result of confirming the contents of the instruction manual of gf-uct180, it is described about reprocess method on the items below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.